Event description:
Lumpectomy with sentinel node dissection was done (B)(6) 2020 due to dx ilc (8mm) at 2:00 left breast. I was not told by the surgeon that they would be using/implanting a biozorb marker. Had radiation for four week beginning (B)(6) 2021 (completed (B)(6) 2021). In the last week of radiation I was in a lot of pain and noticed a bulge half way between the lumpectomy scar and the lymph node scar. Oncology sent me for a ultrasound on (B)(6) 2021 which revealed the biozorb. Saw the surgeon (B)(6) 2020 who admitted that they did not get informed consent from me for the implantation of the biozorb and she admitted the device had migrated from the tumor bed. The surgeon then told me the devices would just dissolve. This device migration caused a great deal of pain and limited my ability to use my left arm. I went to a different surgeon (B)(6) 2021 who told me that the device could not be surgically removed until I was 6 months post radiation. Had my post-op with this surgeon (B)(6) 2021 and was schedule for outpatient surgery (B)(6) 2021 to remove the biozorb. The surgeon told me that the devices did not appear to have dissolved at all and looked like it was just placed. While I no longer have the pain from the bulging device, I have very limited mobility and strength in my left shoulder/upper arm. FDA safety report ID# (B)(4).